Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that post mesh insertion patient experienced infection and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced chronic urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, vaginal atrophy, vaginal dryness, urgency, uterine bleeding, and periurethral discomfort. It was reported that patient underwent dilatation and curettage and hysteroscopy on (B)(6) 2015 by dr. (B)(6) due to abnormal ultrasound of the uterus and suspected polyp or myoma at (B)(6) medical center.

Event description:
It was reported that following insertion the patient experienced dyspareunia, vaginal atrophy, vaginal dryness, urgency, uterine bleeding, and periurethral discomfort. It was reported that patient underwent dilatation and curettage and hysteroscopy on (B)(6) 2015 by dr. (B)(6) due to abnormal ultrasound of the uterus and suspected polyp or myoma at (B)(6) medical center.